Event description:
It was reported that the blade subject to this MDR broke at the locking mechanism during a total hip replacement. The broken pieces fell in to the surgical site, and were removed by the surgeon manually. It was further reported that the surgical site was cleaned out with lavage to ensure all broken pieces were removed. The surgeon doesn't have any concerns that broken pieces may remain behind in the body. The procedure was completed successfully without further issue.

Manufacturer narrative:
Device not returned for evaluation as yet.